Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered piperacillin / tazobactam at a higher rate or volume than programmed (over infusion) during therapy (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation observed the device to deliver within specification at all tested flow rates. The device was determined to meet all product specifications related to the reported event. The reported over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.